Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair like structure was observed in a ftis 2.00/12mm packaging. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The returned pouch was removed from the bubble wrap. The returned flo-thru was viewed under standard lighting with the unaided eye through the double pouch configuration. The fiber-like object was observed below the flo-thru shaft and above the idtn sticker. The fiber like object was estimated to be approximately 4.00 square millimeters (mm2). The object appeared to be a black fiber. The fiber was confined to the outer pouch and was freely moving throughout the pouch if disturbed. The reported condition was verified. The cause of the condition could not be determined, however the fiber was likely inadvertently introduced into the pouch during the sealing process and missed during inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.